Event description:
Pt was admitted to hospital for removal and replacement of bilateral reconstructive silicone breast implants secondary to bilateral capsular contractures, pain, and old hematoma within the right breast capsule. At the time of surgery, it was noted that the right silicone breast implant had ruptured within the capsule. These implants had been placed in 1991 at another hospital. Pt authorized the hospital to dispose of their surgically removed silicone breast implants.